Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that while prepping the lv lead for implant the scrub technician flushed the lead, which caused a ballooning of the silicone coating. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.